Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant cut from the suture and not returned, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. An analysis of the customer provided image found a t implant inside the needle of the device. This anchor is attached to a cut suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: b5: event description updated.

Event description:
It was reported that, during an acl reconstruction procedure, after the t1 implant of the fast-fix 360 was successfully positioned in the meniscus, the t2 implant never came down from the needle. The specialist cut the suture with a basket in order to remove the handle inside the joint, and it was evident that the t2 implant was still inside the needle. T1 was removed with a straight kelly clamp. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported. Patient's status is stable.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found a t implant inside the needle of the device. This anchor is attached to a cut suture. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an acl reconstruction procedure, after the t1 implant of the fast-fix 360 was successfully positioned in the meniscus, the t2 implant never came down from the needle. The specialist cut the suture with a basket in order to remove the handle inside the joint, and it was evident that the t2 implant was still inside the needle. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported. Patient's status is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).